Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a lead warning on the ventricular lead. The data noted eight low impedances. The patient also complains of some "twitching" at times with unipolar pacing. The lead was capped and replaced. No patient complications were reported as a result of this event.